Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30335216 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 11 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving one different patients. This is the first of two reports. Refer to 9611594-2025-00017 for the second report. It was reported, installation of gastronomy tube on (B)(6) 2025 under endoscopy without problem. ¿apparent loss of holding anchors within 48 hours on patient hospitalized in intensive care unit, resulting in non-accolation of stomach and skin. Peritonitis operated on during the night of (B)(6) with fluid in the peritoneum.¿ the product was in use for two days. Patient injury involved ¿peritonitis due to the skin of the estomat and the body not sticking together.¿